Event description:
It was reported that guide wire separation occurred. The target lesion was located in a very calcified and very tortuous right coronary artery (rca). A non-bsc stent was advanced but was "very" difficult to deploy. A 185cm pt² guide wire was selected and advanced to the target lesion but the device got broke. It was noted that part of the guide wire is still in the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: one section of the wire was received, as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip lightly peeled and detached. All the outer diameter (od) taken were according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following result: failure occurred due to bending fatigue that caused wire separation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire separation occurred. The target lesion was located in a very calcified and very tortuous right coronary artery (rca). A non-bsc stent was advanced but was "very" difficult to deploy. A 185cm pt²¿ guide wire was selected and advanced to the target lesion but the device got broke. It was noted that part of the guide wire is still in the patient. No patient complications were reported and the patient's status was stable.